Event description:
Clinical study. Same case as 6000089-2006-01893. It was reported that 181 days after a coronary drug eluting stenting treatment procedure, the patient had in-stent restenosis in the target lesion. The lesion being treated in the index procedure was a 2.7x30mm, mildly tortuous, 90% stenosed lesion located in the proximal left anterior descending artery (prox lad). The physician treated the target lesion with predilation and placement of two overlapping taxus liberte' drug eluting stents of size 2.75x20mm and 2.75x12mm. The post-procedure target lesion had 25% diameter stenosis. There were no reported complications. The patient was discharged the next day on aspirin and plavix. One hundred and eighty one days after the implant procedure, the patient had 90% in-stent restenosis in the prox lad. No extra balloon inflation or stent implantation was performed. The stent remained closed as the physician was not able to cross the lesion. In the opinion of the physician, the relationship of the event to the taxus liberte' stent is definite. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.